Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst noted that the battery voltage was approaching rrt, with a current battery voltage of 2.627 volts. Concomitant medical products: 1188t pacesetter lead, implanted (B)(6) 1995. (B)(4).